Event description:
The catheter was inserted in 2007 in the cephalic vein. The patient left the hospital on the following month, and at midnight, the catheter was found broken at oval disk. The catheter was found at pulmonary artery. The catheter fragment was successfully removed via interventional radiology.

Manufacturer narrative:
We received one used unit in two pieces in 2007 and sent it for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted.